Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during a trial lead implant procedure on (B)(6) 2026, the patient experienced a cerebrospinal fluid (csf) leak. A blood patch was completed, and the patient did not experience any symptoms.